Manufacturer narrative:
Age: mean age reported to be 50 years. The 510k status: preamendment. (B)(4). Citation: van dijk et al., (1999), ultrasound-guided percutaneous coil embolization of incompetent perforating veins: not effective for treatment of venous ulcers and recurrent varicosities. Jvir (10) pp1271-1274. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The international customer reported the following incidence of product malfunction in a journal article where the purpose was to investigate the feasibility of ultrasound-guided percutaneous coil embolization of incompetent perforation veins as minimally invasive treatment for venous ulcers and recurrent varicosities in the lower leg as an alternative to surgical ligation of perforation veins. In two patients a part of the coil inadvertently extended into the deep venous system. In one patient, a small amount of thrombosis was seen around the 0.018-inch tornado coil partly protruding in a deep vein. During follow-up, this did not result in occlusive deep vein thrombosis (dvt). (Reference MFR# 1820334-2018-00602.) In a second patient in which a coil was employed, no detectable thrombus formation occurred in the deep vein. (This MFR#1820334-2018-00375.) In both patients, the coils were left in situ. No further information was provided, and the products are reportedly unavailable for return.

Manufacturer narrative:
Additional information/corrected data: d11 helical embolization coils, 0.035-inch amplatz wire. After further review of the record, it was determined the helical embolization coils and amplatz wire should be added to the report. Investigation evaluation: a review of the documentation, instructions for use (IFU), and quality control of the device was conducted during the investigation. This complaint will be investigated for a cook tornado coil. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. No lot number was provided to facilitate investigation of any lot related issues with the alleged device. In accordance with the manufacturer's quality assurance system, production and processing controls are in place for all products and a device history record is completed for each lot. IFU t_ce_tem_rev_ 1 states: ¿warnings: positioning of embolization coils should be done with particular care. Coils should not be left too close to the inlets of arteries and should be intermeshed with previously placed coils if possible. A minimal but sufficient arterial blood flow should remain to hold the coils against the previously placed coils until a solid clot ensures permanent fixation. The purpose of these suggestions is to minimize the possibility of loose coils becoming dislodged and obstruction a normal and essential arterial channel. Precautions: perform an angiogram prior to embolization to determine correct catheter position. Prior to introduction of embolization coil, flush the angiographic catheter with saline.¿ for all sizes, IFU states "perform final angiogram to confirm coil position within target vessel." There is no definitive evidence that the device was manufactured out of specification, malfunctioned during the procedure or was used for an experimental and unconventional procedure. With no additional investigation, the root cause for this failure cannot be determined. We have notified the appropriate personnel and will continue to monitor for similar events. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.